Manufacturer narrative:
The device was unavailable for evaluation as it remains in the patient. It was stated that surgery was performed on (B)(6) 2023 where ellipse screws were implanted from c3 to c5. A follow-up examination revealed the fracture of one ellipse screw. An x-ray photo was provided that shows the fractured screw on c5. The patient was unaware and did not report any pain or adverse effects to this date. The event was reported on january 16, 2024. No revision surgeries have been scheduled since the discovery and no components were sent back for evaluation. Due to the parts not being returned and no sufficient information available, no determinations could be made as to the cause of the reported issue.

Event description:
It was reported that an ellipse bone screw was found broken post operatively. This event occurred in the united kingdom.